Event description:
Ous MDR - after an implant duration of approximately 17 months, oversensing was reported. The device was explanted. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR.